Event description:
The hcp reported that the patient was experiencing sedation following drug delivery pump impalantation. The patient was receiving morphine sulfate via the drug delivery system. The patient remained on methadone and other unknown medications at the time of implant. The patient was weaned off oral medications quickly and the pump rate was decreased to "minimal pump" rate. The hcp reported that the patient was 'probably sensitive secondary to renal impairment'. The patient required intubation several days later, but indicates "they have a host of other issues". The patient is now pain free and is on higher doses of mprphine sulfate. The respiratory status is reported to be 'good, extubated'. They remain hospitalized on a general floor for other unrelated medical issues.